Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a chemoembolization procedure. Reportedly, the foot plate (vessel locator wings) would not retract and the safety release mechanism was used to remove the device. The clip did not achieve hemostasis. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot found no other incidents have been reported for failure to achieve hemostasis or vessel locator wing retraction problem for this lot. Based on the information reviewed, there is no indication of a product deficiency.